Event description:
Patient was revised to address implant fracture between the stem and adaptor. The distal femur was found to be fractured. Loosening of the femoral component at the cement/bone interface was also reported; however, competitor cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The device fractured due to fatigue attributed to due to repeated stresses. No material defects were found on the stems fracture surface. Review of device history records for the universal stem revealed no manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the repeated stresses applied to the device, as the patients fractured and displaced distal femur, lack of distal femoral bony support, patient tight medial collateral ligament, and full weight-bearing allowed on the knee upon discharge from the hospital are all possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.